Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a colposacropexy procedure performed on an (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached and found inside the capio. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual and functional analysis of the returned uphold vaginal support system device confirmed that the lead suture was broken and frayed. The dart was missing and was not returned. The event of suture capturing device needle unable to penetrate tissue could not be confirmed. Functional analysis revealed no damage to the capio suture capturing device. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a colposacropexy procedure performed on an (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached and found inside the capio. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.